Manufacturer narrative:
(B)(4). Batch # r5815c. Investigation summary: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, when the device "locked" was it unable to be fired (meaning no staple line or cut line were delivered)? When the device was removed and the "stapler was shot without pressing the trigger" were staples seen protruding from the device? Or had the device fired staples into the tissue? If yes, what was the staple formation (unformed, malformed, legs straight, etc)? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that during a colon resection procedure, cdh33a circular stapler, locked and when it was removed, the stapler was shot without pressing the trigger. The technician was contacted immediately, he was presented in the procedure.